Event description:
Customer reported she has been having high blood glucose for over a month. She stated at 3:00 am this morning she had chest pains and her blood glucose was 458 mg/dl. She woke up at 8:00 am and she was at 553 mg/dl. Currently, she is at 453 mg/dl. She just changed her infusion set and reservoir yesterday. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula had blood on it. Customer was advised that blood in the cannula may cause an occlusion. She was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.